Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported that the patient overdosed with baclofen about two to three months after they started using it. The patient stopped using baclofen and had saline in the pump ever since. The patient woke up and could not move, the amount of baclofen infused was ¿just too much¿ for the patient. The patient was unable to use their legs. It was later reported that the patient experienced intermittent weakness in the legs. A dose adjustment was made and the patient recovered without sequelae. The device system was used to deliver compounded baclofen.